Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the pt said they have been unable to recharge for months due to the ins moving around. After several minutes of trickle charge screen the recharge screen appeared. The communication frequently changed from poor, good excellent unless specifically pressing on ins to hold the ins flat. Otherwise ins is positioned on its side visibly protruding up under skin. Ins got to 40% charge after 60 minutes and continuous pressure being placed on ins. The cause was due to the battery position and movement in the pocket.  Physician assistant aware of the issues due to battery position and movement in the pocket and that surgical intervention would be needed to fix the issue. The issue is ongoing. The manufacturer representative (rep)indicated they would send any further information as they become aware.